Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (the thickness is not measured because it cannot be measured where the orientation point is and the other part of the shell is missing) and missing piece of the shell assessed as to inconclusive. Additional observations: ¿ crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Explanting physician reported right side rupture diagnosed by MRI and ultrasound. The device has been explanted.